Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not a compatible guidewire on this complaint. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the right superficial femoral artery and popliteal artery. After a couple runs inside the patient, they tried to remove the device. However, the device became stuck on the non bsc guidewire. The vessel was re-wired and another of the same device was used to complete the procedure. There were no patent complications and the patient was fine.